Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted the ventricular sics average was 32.4 per day since last session and the rv pace impedance was steady at approximately 538 ohms through (B)(6) 2016, then rose to 1248 ohms by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed high pacing impedance and increased sensing integrity counter (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.